Event description:
The customer called and stated the following: she just got a new chair with a roho cushion. The cushion goes flat over night or when she sits on it. She has minimal feeling and could only tell the cushion was losing air because it looked like she was sitting in a hole. Even though the cushion didn't feel right, she did sit on the cushion for 2-3 days. They noticed it was hard to get the lift under her due to the low cushion. The customer also said that she has a stage 4, infected sore on her coccyx. She said she needs to go to ER, but can't go with her current cushion. She asked for a replacement so she could use that to go to the ER.